Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. Physical damage was visualized on the outer aspect of the board with the front housing. Event log did not validate complaint, however testing was done and revealed on screen code 24, which is associated with the pwa board. The pwa board was replaced and testing verified pump is ready for delivery.

Event description:
Information received a smiths medical cadd ms3 gray slate pump alarm with no display on screen. No patient adverse events reported.

Manufacturer narrative:
Additional information received on cadd ms3 with complaint of alarmed with no display. Event occurred (B)(6) 2019 with a female 16 year old patient with dob (B)(6) 2004 . No adverse events related to complaint were reported in follow up. This file remains malfunction reportable.